Event description:
The following has been reported: we received a complaint from nursing that the when using the extension sets, our compounded norepinephrine drips continued to cause occlusions and the nurse had to stand by the pump throughout the procedure to ensure the medication infused to a critical ICU patient. We discontinued the use of baxter levophed per the medical device information we receive when we went live with ivenix. An active infusion was not delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Therefore, the customer complaint cannot be confirmed and a definitive root cause cannot be identified.